Event description:
It was reported that a back to back blood glucose test was performed. The results were 76mg/dl, & 159mg/dl. The customer did not take any actions based on the results. No treatment was given. No controls were being used on the device. A request for the suspect device was made and replacement product was sent.